Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A depuy france supplier reviewed the device history records for the stem and found no manufacturing deviations or anomalies. Depuy leeds reviewed the device history records for the metal insert and the head and found no anomalies. A search of the complaint database found no prior reports for all of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address loosening of the stem.

Manufacturer narrative:
(B)(4). New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- patient was revised to address loosening of the stem. Update 9/8/2011 - litigation papers received. Litigation papers allege the patient was revised to address pain and a popping sensation in the hip due to the pinnacle device. Update: 11/15/2012 medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update rec'd 11/15/2012¿ pfs and medical records received. A correct dor was given. After review of the medical records the revision operative note confirmed a loose stem. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 6/10/2014. Doi (B)(6) 2009 - dor (B)(6) 2011 (left hip), complaint file content has been scanned and attached. Dr/6-10-14. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 11/15/2012 - pfs and medical records received. A correct dor was given. After review of the medical records the revision operative note confirmed a loose stem. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(4).